Event description:
The customer originally reported that the swab sticks break while the specimens are being collected. There were no reports of injuries or adverse events. On november 15, 2022, customer provided a copy of the MDR 3003966368-2022-00183 submitted to the FDA on november 14, 2022. It was reported that some injuries occurred while collecting samples from the patients' nostrils.

Manufacturer narrative:
Reported event: the customer originally reported that the swab sticks break while the specimens are being collected. There were no reports of injuries or adverse events. On november 15, 2022, customer provided a copy of the MDR 3003966368-2022-00183 submitted to the FDA on november 14, 2022. It was reported that some injuries occurred while collecting samples from the patients' nostrils. ·the complaint associated with steripack sterile polyester spun swabs lot # 91068 were used in 100,000 kits catalog # rchm-02071, lot #chf22f01 manufactured by accesbio. ·kit catalog # rchm-02071, lot #chf22f01 expiration date was september 30, 2022. ·these kits were donated to the directorate general of health services, bangladesh in september 2022. ·the directorate confirmed that many labs collected and used donated kits. ·however, (B)(6) reported that 50% of kits swabs that were donated and shipped to this hospital are fragile. ·it is not known how many kits were donated to (B)(6) specifically. ·no adverse event details, including dates, patients current state, if medical intervention was needed to preclude permanent impairment of a body function or permanent damage to a body structure details were provided. ·the device subject of the event that occurred in bangladesh has not been returned for evaluation. ·this lot was sterilized by gamma sterilization at the minimum sterilization dose being 22.3 kgy and the maximum dose being 33.4kgy. The validated gamma sterilization dose range is 20kgy-50kgy. ·the device history record associated with lot#96018 (800,000 individual swabs) was reviewed and confirmed that the device lot was manufactured to required specifications. ·there have been no reports of any problems with any of the manufacturing steps/processes involved in the manufacture of this device which would be likely to contribute to this problem. ·32 samples from this lot were provided by accesbio for the cantilever (bend test). All 32 samples passed required functionality criteria. ·the device subject of the event was used for sampling collection in nasopharynx (reported by (B)(6)), instead of anterior nares as indicated under steripack polyester spun swabs instruction for use. Sterile polyester spun swabs are intended for "sample collection in the intended nasal area, i.e. Anterior nares sample collection. The swab is suitable for short contact and should be used as directed." ·even though, the most current report identified that some of the donated kits were used in (B)(6), the storage condition details were not provided. ·it should be noted that steripack polyester spun swabs storage conditions are 2°c-30°c. ·steripack performs incoming inspection of non-sterile swabs. Incoming inspection includes visual inspection, dimensional inspection, and functional (flexibility) testing. ·functional testing of swabs post sterilization inspection is based on the cantilever (bend test) where samples are tested at the maximum set-up being 30 mm displacement. ·there are no other complaints associated with this lot number. ·based on a review of complaints reports from october 26, 2020 to november 18, 2022, there have been nine (9) complaints reported to steripack regarding swabs breaking issue. No adverse reports were reported to steripack associated wit this issue. ·samples from 48 finished goods inventory lots (total of 58,776 samples) were randomly pulled from a total of (B)(4) sterile polyester spun swabs and tested. The failure rate was determined to be (B)(4)%. ·steripack distributed over (B)(4) sterile polyester spun swabs since 2020 with no adverse events being reported. ·due to the additional reported incidents information that were noted under the submitted MDR 3003966368-2022-00183, dated november 14, 2022 this report is being filed. ·a follow-up report will be submitted if additional information becomes available.